Manufacturer narrative:
(B)(4). Date sent: 9/30/2021. Additional information: confirmed with sales rep., the event description shall be updated to"the patient, 39 years old, male.past medical history: renal insufficiency;diabetes, pancreatic cancer.open radical pancreatoduodenectomy was performed on (B)(6) 2021 for "pancreatic cancer".the surgeon used the stapler (cec60a) and a reload for tissue amputation.the surgeon stated that when loading a cartridge reload (cecr60b) for gastric tissue amputation, the stapler fired smoothly, after fired, it was found that the gastric tissue was broken, the staple line was normal type b stapled, but there was bleeding from the anastomotic line, and the operator used electrotome to stop bleeding, and no further oozing occurred.the end-to-end "8" suture was then performed using sutures.the operator then continued to use the stapler to load another cartridge reload (cecr60w) for jejunal amputation, the operator stated that the stapler fired smoothly, after fired, jejunal tissue was found to be severed, the anastomotic line was normal type b staple formation, but there was still anastomotic line oozing, the operator used the above method,after hemostasis with the electrocoagulant knife, there was no oozing, and the end of jejunum was sutured with suture.the total intraoperative blood loss was about 300ml. Considering the patient's past medical history, 600 ml of whole blood was transfused. The patient recovered well after operation, and was discharged from the hospital, and no subsequent complications were reported." Further more the impacted product shall also added ¿cecr60b¿ and "cecr60w", both of the quantity shall be 1, and can't be returned for testing. B1, h1 and h6.

Manufacturer narrative:
(B)(4). Batch #: e200000337. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one cec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that during the duodenum surgery, when severing the bottom of the stomach tissue, after fired, noted the some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.